Event description:
It was reported that during a pta treatment procedure, difficulties were encountered when removing the catheter from the introducer sheath. The lesion being treated in the right carotid internal artery (cia) was 75% stenosed and calcified. The physician deployed another MFR's stent and post-dilated twice with this balloon at 6 atms each. When attempting to withdraw the catheter into the sheath, the physician was not able to get it into the sheath. "The balloon was deflated again and was pulled into the sheath with rotation. When the whole balloon was in the sheath, it was stuck." The physician removed the balloon and the sheath together. The procedure was successfully completed with another of the same device. There were no reported patient complications and the current patient condition is reported as "no problem."